Event description:
It was reported that during a laparoscopic gastric bypass, there was an unusual amount of bleeding after the device was inserted. Consequently, the procedure was converted to open to repair the damage. The initial procedure was not completed.